Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection with sepsis. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).